Event description:
The customer reported that the device failed to detect the paddles.

Manufacturer narrative:
The customer reported that the device failed to detect the paddles, which could prevent the delivery of therapy. The customer localized the issue to a failed paddle set. Replacing the paddle set resolved the reported issue.